Event description:
It was reported that this right ventricular (rv) lead was exhibiting spikes in pace impedance measurements greater than 2000 ohms as well as high shock lead impedance measurements greater than 125 ohms. Technical services (ts) reviewed the presenting electrogram (egm) and found no presence of noise. Ts recommended programming changes as well as in clinic follow-up. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Correction: b5 and h1.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting spikes in pace impedance measurements greater than 2000 ohms as well as high shock lead impedance measurements greater than 125 ohms. Technical services (ts) reviewed the presenting electrogram (egm) and found no presence of noise. Ts recommended programming changes as well as in clinic follow-up. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was explanted and replaced. This rv lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting spikes in pace impedance measurements greater than 2000 ohms as well as high shock lead impedance measurements greater than 125 ohms. Technical services (ts) reviewed the presenting electrogram (egm) and found no presence of noise. Ts recommended programming changes as well as in clinic follow-up. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was explanted and replaced. This rv lead has not been received for analysis. No adverse patient effects were reported.